Manufacturer narrative:
Investigation summary: a visual inspection revealed that the tip of the cold jaw boot had detached and the top was peeling somewhat. The tissue welder was received inside the cannula, which had no non conformities and in which a piece of the boot that had peeled off was found. There were no signs of clinical usage and no evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot torn" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation on the jaw was torn. A new kit was used to complete the procedure. There were no patient effects. The lot number was received with the returned product. No product was returned.